Event description:
A report was received that the patients scs was causing more pain than relief and the ipg was protruding from the skin making it very uncomfortable. The patient underwent an explant procedure.